Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility in communication with rayner has stated "lens loaded perfectly but when inserted part of haptics were torn apart lens stable so no need to replace it". The healthcare professional determined that the lens was stable in the eye despite haptic breakage and therefore made the decision to leave the lens in place. The healthcare professional reports no adverse effect to the patient as a result of this event. The rayner sales specialist was notified of this report during a visit to the healthcare facility. All attempts to obtain additional information on the report during this visit and subsequent follow-up attempts have been unsuccessful. Without clear event details being provided and without the ability to examine the lens it is not possible for rayner to determine the root cause of haptic breakage.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of an unspecified rayner device. The event description provided by the healthcare facility states "lens loaded perfectly but when inserted part of haptic were torn apart".